Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is receiving ineffective stimulation due to high impedance. Also, the ipg is unable to be set in MRI mode (reference MFR report: 1627487-2018-06267). As a result, scs system explant surgery may be pending.